Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 4.00x16mm synergy¿ drug eluting stent was advanced to treat the target lesion. However, the device failed to cross the proximal rca and it was noted that the proximal stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.